Event description:
A power source alert was reported by the caller. There was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support to plug the wall adapter into a working outlet and wait at least 30 minutes to see if the pump would begin charging. The customer reverted to an alternate method of insulin therapy.